Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause is undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of sterile peritonitis in a patient coincident with physioneal therapy for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced sterile peritonitis, manifested by cloudy effluent and abdominal pain. On (B)(6) 2011, the patient was treated with cefazoline 125 mg daily and ceftzidime 125 mg daily. On (B)(6) 2011, remedial therapy with cefazoline and ceftzidime ended and the patient recovered from the event of sterile peritonitis that day. The root cause of the sterile peritonitis was unknown. Hospitalization and action taken with physioneal was not reported. The nurse did not provide an assessment of causality for the event of sterile peritonitis.